Event description:
A patient reported blood glucose results of "167, 127, 125, 120, and 105 mg/dl" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.